Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pen ndl 32g 4mm 90 CT mail order only could not detach during use. The following was reported by the initial reporter: "it was reported that the consumer could not remove the pen needle after the injection. Verbatim: consumer reported, she could not remove pen needle after injectionconsumer is new to injections and was unable to reach her "diabetes educator"tried to assist consumer but was unsuccessful; advise to seek assistance from pharmacy or cliniclot: 0059792, catalog: 320883, date of event: (B)(6) 2021, samples: yes cl".

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10

Event description:
It was reported that a pen ndl 32g 4mm 90 CT mail order only could not detach during use. The following was reported by the initial reporter: "it was reported that the consumer could not remove the pen needle after the injection. Verbatim: consumer reported, she could not remove pen needle after injectionconsumer is new to injections and was unable to reach her "diabetes educator"tried to assist consumer but was unsuccessful; advise to seek assistance from pharmacy or cliniclot: 0059792catalog: 320883date of event: 2021-(B)(6)